Event description:
Infant was attached to neonate monitor to monitor EKG, respirations, invasive blood pressure and pulse oximetry. The blood pressure is monitored via an uac line. The uac line was discovered "pulled out", resulting in 40-60cc blood loss.